Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Optim sheath abrasion was noted at 30.0-30.5cm from the connector pin, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.